Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The device was received and visually inspected. Visual inspection of the device revealed the device was in used condition. The distal tab of the actuator was bent downwards. The device was tested by actuating the jaw lever, there was a minimal movement of the jaw opening and closing. The compliant can be confirmed. The needle passer was totally jammed which precludes testing the device functionally. Excessive tissue between the jaws combined with repetitive twisting action exerts excess side load could lead to this type of failure. This failure can be attributed to user technique. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the sales rep in that the jaw on the customer's expressew iii without hook locked while partially closed when firing the needle during a rotator cuff repair surgical procedure. There were no patient consequences or delays. The case was completed with another like device. The sales rep was not present during the case and could not provide any more details. The device is being returned. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.